Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high level of 500 mg/dl. The customer reported that his transmitter was eaten by his dog. The customer has not been using the pump and pump battery is dead. The customer state that they were having an issue. The customer got sick went off insulin pump when initially off, sweated, didn't notice it dropped and fell out of body, and dog ate it. The customer stated blood glucose was high in the range of 500mg/dl, and had an infection. The customer treated with syringes. The customer also reported that they had a severe staff infection and medication caused issues not related to low or high blood glucose. The customer declined to troubleshoot for high blood glucose. The customer also declined to troubleshoot the pump and stated the pump is fine. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The event was reported in error.

Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.